Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 29-aug-2016, the fse replaced the bent sample nozzle and performed adjustments. During the same visit, the customer reported intermittent air detected diluent error. The fse replaced the defective diluent pump. The customer ran controls without further issue. The most probable cause of the reported event was user error.

Event description:
On (B)(6) 2016, the customer reported that a sample tube was run with the cap still on, resulting in a bent sample needle on their aia-360 analyzer. On 25-sep-2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of pth patient results. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.